Event description:
It was reported the customer found the spring wire guide bent before use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, unopened sac kit for analysis. No evidence that the kit was opened was observed. Visual examination revealed one kink on the guide wire body. The guide wire guard and packaging were also slightly creased in the same corresponding location. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The prominent kink in the guide wire was located 109mm from the distal end. The total length of the guide wire measured to be 350mm which is within specifications of 345mm-355mm per product drawing. The outer diameter of the returned guide wire measured to be 0.520 mm which is within specifications of 0.508mm-0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one kink. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the customer found the spring wire guide bent before use. No patient involvement.